Event description:
A customer reported a 7200 ventilator was in use on a 52-54 year old chronic obstructive pulmonary disease pt who was a candidate for lung transplant. The staff therapist had been performing nebulizer treatments with an externally-driven nebulizer. He reported three 4205 errors followed by a 1501 error. The device reportedly entered the buv mode, at which time the pt was removed from the ventilatoer and manually ventilated. The pt's status deteriorated and the pt subsequently expired. The pt reportedly had bilateral pneumothoraces. The customer has stated that the ventilator did not cause or contribute to the pt's death.